Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient could not get the internal device to charge. The patient stated they didn¿t have any booklets or directions and guessing how to do it wasn¿t helping. No symptoms or further complications were reported.